Event description:
The caller reported the cuff on an 8dct tracheostomy tube deflated after only a few days in the patient. The box was thrown away and she does not have the lot of the device. The patient was re intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.